Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the device were difficult to open, and the knife blade of the device would not retract. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic-assisted laparoscopic radical prostatectomy (ralp), after sealing the perivascular tissue and the knife was advanced, the jaws did not open anymore, and it could be released after re-grasping several times. The knife blade also could not return inside. They used another like device and it worked fine. There was no patient injury.